Event description:
It was reported that five cassettes leaked during use on a patient. There was not patient injury. No patient intervention.

Manufacturer narrative:
During the evaluation of the five alleged cassette leaks it was found that two of the five cassettes did not leak. They operated within the manufacturing specifications. Two cassettes were found to be leaking glue area site. Where the c-flex meets the pvc tubing. Root cause is insufficient amount of glue at bonding joint. Corrective action (B)(4) was opened to address the failures. One unit was found to be leaking out of the bubble area of the c-flex tubing. This is an isolated incident.